Manufacturer narrative:
The device has been returned. Results pending completion of evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
The device was returned from the customer as having an alleged defect. No specific information was provided. No patient injury or impact was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the customer, which indicates that preoperative, there was an issue with the software. They were unable to start the system. There was no patient involved.

Manufacturer narrative:
The product analysis indicates the device was received in good condition and with the power supply. During start-up, the system was unable to connect to the system programs. The device needed reimaging and an upgrade to the latest version of software. At customer's request, the system was reimaged and upgraded to the latest available version of software in spanish. The system was successfully tested to specifications. If information is provided in the future, a supplemental report will be issued.